Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis observed elevated flows above normal parameters. No other unusual events were seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump was set to a fixed speed of 8400 rpm and operated above the low speed limit of 8000 rpm for the duration of the log file. The power was recorded at elevated parameters ranging between 8.3 w to 9.6 w on several occasions on (B)(6) 2020 and once on (B)(6) 2020, during pulsatility index events. There were no atypical alarms and the log file appeared to show the system operating as intended. The account submitted log files which captured elevated pump powers. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on vad support. The heartmate ii lvas instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.